Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, b6, h6.

Event description:
Healthcare professional later reported "exchange from textured to smooth devices due to the patient's concern with the product" and "capsular contracture baker grade IV and rupture" diagnosed via mammogram.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare also reported "soft tissue layer surrounding the implant that may represent a seroma". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ seroma*-late: unable to observe as it is not related to the manufacturing process. ¿anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. As per the investigation procedure, deformation, bubbles in the gel and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, firmness and discomfort, implant exchange from textured to smooth due to the patients concerns with the product". Later healthcare professional reported "exchange from textured to smooth devices due to the patient's concern with the product" and "capsular contracture baker grade IV and rupture" diagnosed via mammogram. Healthcare also reported "soft tissue layer surrounding the implant that may represent a seroma". This record is for the right side. Device has been explanted and replaced.

Event description:
Healthcare professional reported "capsular contracture, baker grade IV, firmness and discomfort, implant exchange from textured to smooth due to the patients concerns with the product". This record is for the right side. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. A review of the device history record has been completed. No deviations or non-conformances noted.